Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following was also found during testing and inspection: scraping or crack on the ultrasonic transducer surface. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, ultrasonic gastrovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the ultrasound image is not displayed on the monitor. This report is being submitted for the event found during evaluation. There was no patient involvement.